Event description:
The customer reported that the system would not complete boot up on the first attempt. No death or serious injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors, reset bios optimized defaults, erased and reloaded cal files, and replaced the single board computer and generator interference board batteries. The system operates as intended.